Manufacturer narrative:
The evape flow control valve was recommended for replacement. Service will be performed by hospital employee or contractor. Customer contact reports no patient information is available. Legal manufacturer: (B)(4).

Event description:
The hospital reported an error resulting in loss of mechanical ventilation during a case. There was no patient injury.